Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the new system had a lot of out of regulation (oors), limited electrodes to use, and the system was barely working. The rep said the ins and leads were placed on (B)(6) 2018 with new components and contact 3 was oor. The caller clarified that it was showing "do not use" on impedance results, but everything else was green. The caller said the physician tried removing the lead and wiping it off, but it kept showing the issues. The contact is not being used in programming. The patient will be seen on (B)(6) 2018 for the first post-op visit and pain relief was going to be assessed then. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was that electrode 3 read >40,000 ohms and oor. The physician tried removing the lead and wiping it off. Patient's weight was unknown and will not be provided. The provided information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the out of range impedance wasn¿t determined. The rep reported that the surgeon removed and swiped the leads several times. It was unknown if the issue was resolved. No further complications were reported.